Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure they identified insufficient air or water flow. The physician was able to complete the procedure. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: the air and water nozzles were clogged with black foreign matter. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
UDI not available; device not distributed in us. The device was returned to olympus for evaluation and during inspection and testing, the customer¿s complaint was confirmed. The air supply is weak and water supply is low. This complaint is most likely the result of a black foreign object clogging the air/water nozzle openings. A component analysis was performed, and the black foreign matter was found to be a silicone-based substance. During inspection and testing the following was also found: due to wear of angle wire the bending angle in up direction does not meet the standard value and the angle wire is stretched, the adhesive on the bending section cover has a chip, the plastic distal end cover has a scratch, the control unit has a scratch due to physical stress, the right/left and up/down knob has a scratch caused by physical stress, switch button four has wear due to physical stress, due to physical stress the forceps channel port is shaved, the image guide protector has a scratch due to physical stress, the universal cord has a scratch due to physical stress, the scope connector and scope connector cover has a scratch due to physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.